Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina, myocardial infarction and thrombosis are listed in the xience alpine everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that patient presented experiencing an st elevation myocardial infarction (stemi). The 3.0x23 mm xience alpine stent was deployed successfully and without incident in the mid right coronary artery. Post dilatation was performed with a 3.5x20 non-compliant balloon. The stent appeared well apposed on the angiogram. Three hours after the procedure, the patient experienced chest pain and changes in the electrocardiogram. The patient was diagnosed with another stemi and was taken back to the catheterization lab where thrombus was found in the stent. Intravenous integrilin was administered, the thrombus aspirated and balloon angioplasty performed with a 3.5x12 mm compliant balloon. The thrombus was resolved. There was no additional information provided.